Manufacturer narrative:
Patient gender and weight were not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump had abnormal sounds and lactate dehydrogenase (ldh) peaked at 3920. The log file captured routine events, the vad and peripheral equipment were functioning as intended. Despite the elevated ldh the pump powers have remained baseline throughout the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) and abnormal pump noise and a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. Review of the submitted log file revealed no abnormal captured events. Despite the patient¿s elevated ldh, the pump power was stable for the duration of the captured data. The pump fixed speed was set at 10000 revolutions per minute (rpm) with a low-speed limit (lsl) of 9000 rpm for the duration of the captured data. The pump operated at or above the lsl for the duration of the captured data. The pump appeared to operate as intended. (B)(6) was returned with the driveline severed approximately 7.75¿ from the pump housing. The inflow conduit (inlet extension, flex section and inlet elbow) was returned attached to the inlet port. The sealed outflow graft and outflow graft bend relief were returned secured to the outlet elbow. The outflow bend relief was collar was returned properly secured on the outflow graft hardware. The outflow elbow was returned attached to the outlet port. The apical cuff was returned secured to the inlet extension was zip ties. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. Multiple attempts to gather additional information were attempted; however, none was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19jun2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists hemolysis as adverse an event that may be associated with the use of the heartmate ii left ventricular assist system. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate ii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent routine heart transplant on (B)(6) 2022.